Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat grade 4+ degenerative mitral regurgitation (mr). It was challenging to get a proper 3d image. One clip was implanted, reducing mr to grade 1-2. On (B)(6) 2020, the patient returned for a follow up visit. Echocardiogram was performed and imaging showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 3-4. A small posterior leaflet tear was suspected. On (B)(6) 2020, a second mitraclip procedure was performed stabilizing the slda clip and reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Mitral regurgitation and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. All available information was investigated, and the reported single leaflet device attachment (slda) as stated by the physician appears to be related to the patient morphology/pathology (quality of the leaflets [thin leaflets]). The poor image resolution is related to the 3d imaging being challenging, and thus related to procedural circumstances. The reported tissue damage and mitral regurgitation appear to be due to the slda. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.